Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 30 minutes of recharging their implantable neurostimulator (ins) the patient would ¿feel the heat sensation in the pocket.¿ there were reportedly no actions required as a result of the event. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.